Manufacturer narrative:
(B)(4) (tip won't detach). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the pull wire of the device broke upon lithotripsy and the basket tip did not detach. The physician was able to maneuver the basket with stone out of the duct and into the ampulla where the stone passed naturally through the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the basket/wire assembly was detached and removed from coil/handle assembly. The basket sheath was pushed back, the pull wire had fractured, and was twisted. The basket wires were intact but bent to indicate use. The coil was kinked at multiple places and the coil sheath showed areas of stress and was buckled at multiple locations as well. The device was disassembled revealing the broken pull wire near the proximal handle cannula, which had an angled fracture indicating that the wire most likely sheared apart. The condition of the returned incident device was consistent with the complaint incident that the tip failed to detach and the pull wire broke. During the evaluation, the basket tip was found to be attached to the basket wires. Therefore, the device failed prior to the basket tip detaching or the stone breaking up. Additionally the device coil and sheath presented damage at multiple locations with is indicative of excessive force applied to the device due to anatomical or procedural factors. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the pull wire of the device broke upon lithotripsy and the basket tip did not detach. The physician was able to maneuver the basket with stone out of the duct and into the ampulla where the stone passed naturally through the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.